Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier did not prompt for a fingerprint throughout the day, requiring the user to find a witness each time they logged in. The customer also observed a failed storage space in anes2 and attempted to restart the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint reader was not functioning. A field service engineer re-seated cables and performed a reboot. The system functioned as intended after the field service engineer repaired the device.